Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2010, [pt] was implanted with a cook celect vena cava filter. "On or about (B)(6) 2017, [pt] underwent a computed tomography (¿CT¿) scan of his abdomen and pelvis. The CT scan revealed that the cook filter struts had moved since the filter was placed, with several of the struts extending outside [pt's] inferior vena cava and at least one strut extending into [pt's] duodenum." Patient outcome: alleged "[pt] is at risk for future filter fractures, migrations, perforations and tilting. She faces numerous other health risks, including death. For the rest of her life, [pt] will require ongoing medical care and monitoring. [Pt] has also suffered significant, disfiguring injuries, including significant pain and distress restricting her ability to engage in activities of daily living."

Event description:
Patient allegedly received an implant via right internal jugular vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation and organ perforation. The patient further alleges stress, anxiety, limited physical activity. Per a computerized tomography (CT) scan of the abdomen and pelvis dated (B)(6) 2017, infrarenal ivc filter, as described above, with extraluminal tines. One of these abuts the posterior wall of the transverse duodenum.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, h6. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vc/organ perforation, stress, anxiety, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported stress, anxiety, limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The additional information regarding organ/vena cava perforation does not change the previous investigation results for duodenum perforation. 20 devices in lot. Product is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref#: (B)(4). E1) customer changed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.